Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2023, during the biopsy there was a noise during the procedure ,and when the tray with the sample was opened a small piece of metal could be seen in the image. The patient did not have any metal found in the breast and no shredded parts appeared to have been left inside the patients breast. Images confirmed that small pieces were found in the filter. No patient injury reported and no medical intervention required.